Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the product tank is leaking. Additional malfunctions are the humidifier, compressor intake, and cabinet filter are missing.